Event description:
It was reported that during preventive maintenance, the device had no power or light going through the fiber. The fiber worked for approximately 10 seconds and then it went off. There was no patient or procedure involved.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber device received in one piece; fiber body no defects. During the product analysis, the exposed tip was degraded. The laser fibers are consumable devices and expected to degrade with use. Additionally, there was no light exiting the sma connector, indicating that there was a fracture within the fiber connector component, this confirms the reported event. The device instructions for use (IFU) indicates that the IFU contains appropriate instructions and warnings for use. A fracture within the sma connector can occur during procedural handling of the fiber like setup or use or reprocessing. The fiber connector component may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output. Finally, improper use of the device or use of a damaged device may result in severe eye or tissue damage, fire in the treatment room and accidental laser exposure to the treatment room personnel or patient. In the event of no output energy fiber connector component may be hot to touch. The IFU instructs the user to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. Based on analysis result, the investigation conclusion code assigned is cause traced to component failure.